Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the implant procedure, atrial lead dislodgement was observed. The lead was dislodged into the right ventricular chamber. The lead was repositioned. Patient was stable.